Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-apr-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump for spinal pain. It was noted the patient knew there were two drugs, ¿one for numbing and one for pain¿ but the patient did not know the name of the drugs. It was reported the patient got the pump for really bad stomach pains and the pump worked really well for the lower half, but not the top half of the stomach because the catheter was kind of placed low. It was noted when the time comes for the pump to be replaced for normal battery depletion the healthcare provider (hcp) told the patient they were thinking to move the catheter up a bit. It was also reported the hcp set the patient¿s ptm to be on pa disabled for a month because the patient was having trouble with the volume and this was done to see if the volume was the same after the bolus is turned off for a month. When asked when the patient started having trouble with the volume, the patient said he was not having trouble with the volume and the hcp was just doing this to ensure there was no issue and that no issues had been discovered yet. It was noted if the hcp found the pump was working right the hcp was not going to change anything. It was also reported the patient had been hurting worse for this last week so he wanted to check his ptm to see if his dose had changed but all he could see was the pa disabled screen and nothing else. The event date was (B)(6) 2014. The situation was currently being addressed by the hcp. No further complications were reported/anticipated or expected.